Event description:
The patient reported the scs system was removed in 2000 due to infection. Additional information has been requested from the physician. A follow-up report will be sent if additional information received.